Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain and swelling in the scrotum and penis. The patient experienced a bladder injury in a previous re-implant procedure, and the swelling was from urine. The reservoir was removed and irrigated with multiple irrigants. A catheter was placed until the bladder heals. There were no additional patient complications reported.